Manufacturer narrative:
(B)(4). Device not returned. No device received for analysis at time of submission of 3500a when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Additional information received: all pieces were retrieved from the patient and included in the package. They used an endoscopic surgical clamp with serrated jaw to retrieve the pieces, under scope. The doctor was advised that it might be too much tissue in the jaw. Additional information requested: for confirmation, did the top jaw break off of the device? What other parts were detached from the jaws?

Event description:
It was reported that during a total laparoscopic hysterectomy procedure, when used on the vaginal cuff, when the tissue in the jaw was very thick, the mobile parts of the jaw broke and fell in the patient. Procedure completed with same/like device. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Additional information received: yes, I confirm that the jaw broke off, along with the top part of the blade (the little gold square). So we were left with the static part of the jaw, still on the shaft, the top mobile part of the jaw detached and in the patient, and the golden part in the patient as well. The surgeon was advised, during the surgery that the bites he was trying to take were to thick for the device and was straining the mechanism.

Manufacturer narrative:
(B)(4). Batch # m93g40. The device was received with the upper jaw detached returned. In addition, the iblade upper tip was broken off not returned. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.